Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for sensing integrity counter (sic) and varying and high pacing impedance. It was also noted that there was oversensing noise and a fracture was suspected. It was further reported that the implantable cardioverter defibrillator (ICD) delivered a shock for atrial high rate episodes with rapid ventricular response. Reprogramming occurred and the device and lead remain in use with continued monitoring. No further patient complications have been reported as a result of this event.